Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was under delivering insulin and the blood glucose is high as 252 mg/dl at the time of the incident and current blood glucose value is 316 mg/dl. The customer has treated high blood glucose with the insulin pump. The customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose. Based on the customer's report customer alleged insulin pump was under delivering. The customer was advised to perform high pressure test and insulin pump passed the high pressure test. The insulin pump will not be returned for analysis.